Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation ventricular fibrillation: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Air embolism/air in device: upon starting the impella, air was noted in the aorta via transesophageal echocardiography (tee). Air finally stopped with clamping of the aortic root vent. The data logs do not show any air in purge alarms. The imc logs were reviewed and there were no air in purge alarms. De-airing and priming steps were completed successfully. The cause of the air in device issue was not determined as no product was returned for analysis and no log abnormalities were observed. Device history review the pump passed all post sterile inspection checks

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. Upon starting the impella, air was noted in the aorta via transesophageal echocardiogram. They are unsure what the source was or how it happened, since the pump was properly de-aired. Air finally stopped with clamping of the aortic root vent. It was also noted that the patient required multiples shocks for ventricular tachycardia due to air emboli. Svg was de-aired with needle. Aortic root vent was clamped with final resolution of air. The medical team believed to possibly be from the aortic root vent, but not certain. The patient was stabilized and the impella was able to flow at p6 without issue or additional air. The medical team proceeded to finish the case with moderate diffuse bleeding that took some time to dry up after coagulation labs normalized. The chest was closed, final position on transesophageal echocardiogram showed good impella position with adequate waveforms. Post operative bleeding from the chest tubes was noted. Graft anastomoses were not the source. Coagulation was corrected and four unit of red blood cells were given. The patient was hypotensive at times but was able to have quick rebound in pulse pressure with constant volume resuscitation. Point-of-care ultrasound shows adequate right ventricle and left ventricle function and proper impella position. The patient was sent back to the operating room for surgical interventions.